Event description:
It was reported, the metal o-ring at the insertion portion of the bronchovideoscope became detached during an unspecified procedure and was retrieved from the patient's airway. It was also reported that the device did not pass the leak test. There were no reports of further patient harm.

Event description:
This report is being supplemented to provide additional information received and correct d8. It was reported, the issue occurred during a bronchoscopy inspection. There was a 5-minute delay, and the procedure was then completed with a similar device. The patient was discharged without complications.